Event description:
An ophthalmologist reported a widened wound and a posterior capsule rupture that occurred during the removal of an intraocular lens. The intraocular lens was removed due to a bent haptic that was identified after the lens had been placed in the eye. A replacement intraocular lens was inserted and the patient has done well postoperatively.